Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Upon sensor removal, sensor wire had detached. Before sensor removal, transmitter was not set in place. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.